Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of a right common femoral artery was attempted using two proglide devices relative to a coronary interventional procedure. Reportedly, the suture of the two proglide devices snapped. A new proglide device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Additional information was received stating arteriotomy closure of the right common femoral artery was attempted using two proglide devices with a 6f sheath after a coronary interventional procedure. No additional information was provided.